Event description:
Customer reported that CT staff was manually pushing IV fluid through the port closest to the IV catheter (not using a power injector) and "the port blew out". Customer also stated the blue gland inverted and came completely out of the housing. Customer stated there was no pt harm and that no further pt/event info is available. Received health trust report with the following details: "failure occurred in CT scan while manually/hand pushing fluids through the extension tube of the t-connector where the removable clear needleless connector is located. While exerting pressure with his hand, he states the blue silicon cap closest to the IV catheter blew (going outward) to where fluids came out of the cap."

Manufacturer narrative:
(B)(4). The device has been received and an investigation is pending. A f/u report will be submitted once the eval is complete.